Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire noted no blood or contrast visible which is consistent with the guide wire not being used in the patient as reported. Analysis confirmed the reported guide wire separation as the core was separated at the distal end of the hypotube. There was core material visible in the distal end of the hypotube at the separation. There was a bend in the tip, 8 millimeter (mm) proximal to the tip ball. The noted bend in the tip was not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis as no damage was reported during inspection prior to use. The tip was tugged on to confirm that the core and shaping ribbon were intact. The scanning electron microscopy (sem) analysis suggests that the core failure may be attributed to ductile overload at a bend. The fracture exhibited dimples and a bent profile. It was noted that there was core extending out the hypotube, indicating the hypotube was properly attached to the core. The cause of the bend in this incident is unknown and there was no information in the incident description that would account for the wire bending, but once bent, manipulating the wire could cause the wire to fracture as described in the incident. The analysis of the returned device did not indicate any evidence of a product quality deficiency. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. Manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive hypotube junction pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that during preparation of the balance middleweight guide wire, the device was wiped down, and it was noticed that the connection area, 15 cm to the tip, was fractured. Another guide wire was used to continue the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.